Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.

Event description:
Clinical study. Same case as 6000093-2006-01492. It was reported that 100 days after a coronary artery drug eluting stenting procedure, the patient had a target vessel reintervention (tvr). The index procedure treated 1 de novo target lesion with 90% stenosis located in the mid left anterior descending artery (lad). The lesion was not predilated. The physician successfully implanted 2 overlapping stents, one 2.5x24mm taxus express2 drug eluting stent (des) at 16 atms and one 2.5x16mm taxus express2 des at 12 atms. The patient had a pci of the target vessel 100 days after the index procedure due to restenosis of the lad stent. The patient was on plavix at the time of the event.